Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to confirm customer complaint of "weird noise." No indication of abnormal noise. Device passed all functional and safety tests according to factory specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit is making weird sound. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).